Manufacturer narrative:
(B)(4).

Event description:
The transmitter being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed with the transmitter. The root cause was determined. To be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range. A root cause could not be determined.